Event description:
It was reported that pump was unable to deliver insulin even though cartridge was full. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.